Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the pump delivered a larger bolus than what the customer requested. Reportedly, the customer intended to deliver a bolus of 0.10 units, and based on the length of the gear noise, the customer suspected that the bolus delivered was larger than 0.10 units, and stopped the delivery prior to reporting the event. Tandem technical support verified in the pump history that the requested bolus was for 10 units and not 0.10 units, and 9.95 units had been delivered prior to the customer stopping the bolus. The customer acknowledged the user error. At the time of the reported event, the customer's blood glucose (bg) level was 161 mg/dl. To compensate for the additional insulin, the customer consumed carbohydrates. At the end of the call, the customer's bg level was 171 mg/dl. During a follow-up call, the customer's bg level elevated to 241 mg/dl due to the carbs consumed. The customer confirmed having 2.11 units of insulin on board (iob) to address the bg level. An hour later, the customer confirmed bg level was at 118 mg/dl.